Event description:
During an atrial tachycardia procedure, a communication issue occurred which caused a procedure delay. The catheter was not recognized by the system and signals were not visualized; however, the contact force was displayed. The tactisys was exchanged, the cables were changed and the amplifier was turned off and then back on, but the issue persisted. The catheter was then exchanged to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter successfully attached to a test box with no anomalies noted. No open or short circuits were detected. Microscopic inspection of the distal shaft revealed no anomalies. Proprietary software determined the catheter type was listed as 0, consistent with an inability of the catheter to be recognized. Electrodes 1-4, and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. The investigation determined the device met the specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and incorrect type on the catheter memory remains unknown.